Manufacturer narrative:
One cadd solis vip pump was returned for the evaluation of the reported issue. It was received with the smiths tamper seal label missing. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event history log showed evidence of several "cassette not attached properly" alarms. A functional check was performed, as well as a visual inspection to investigate the reported issue. Customer's issue was confirmed and was most likely due to a defective downstream occlusion sensor, dso. The dso was replaced as a corrective action.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device was not reading cassette. It is unknown if there was no patient, or clinician injury associated with this event.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed missing tamper seal, but device in good condition. During functional testing, the reported complaint was duplicated. Root cause was found to be a defective occlusion sensor. The downstream sensor was replaced.

Event description:
Additional information received via email and attached date I received 02/02/2022: regarding listed devices, all recorded issues were discovered during biomed testing. No patient involvement was reported.